Event description:
Caller reported cgm error 42 with their continuous glucose monitoring device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the pump no longer displayed the error, and the caller successfully started a new sensor session.